Event description:
Customer reported an issue with the spectrum monitor, which may have resulted in a loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Monitor was returned to mindray's repair center for repair.